Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservior tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had an error alarm during the fill tubing process. The customer stated that he attempted to fill the tubing twice by pressing the act button, but it did not work. The customer stated that the insulin pump was not dropped or bumped prior to receiving the error alarm. The customer stated that he believed he unintentionally delivered insulin to himself, and corrected by eating a doughnut. During troubleshooting, customer confirmed that the drive support cap looked normal. It was explained to the customer that during seating, the force sensor may not have detected the reservoir. Blood glucose level was 160 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.